Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the display on their device went blank. They powered it off and back on and the issue went away. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may not be available, if it is needed. There was no report of patient use associated with the reported event.